Manufacturer narrative:
Additional information was added: the lot was manufactured from august 16, 2019 - august 20, 2019. The actual sample was received for evaluation. Visual inspection was performed and a reddish-brown particle measuring 0.30 square mm in size was identified. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red particle protruding out of the tubing of a small volume intermate. This issue was identified prior to patient use. There was no medication or solution injected. There was no patient involvement. No additional information is available.